Event description:
It was initially reported to boston scientific corporation on (B)(6), 2009 that a extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, the physician found that the balloon had a pinhole during a test prior to the procedure. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. This event has been deemed a MDR-reportable event based on the investigation results: balloon rupture.

Manufacturer narrative:
Visual examination of the returned device revealed there was no damage to the catheter. The balloon would not inflate with air and appeared to be leaking in the area of the distal bond. Inflation of the balloon with water was possible and a tear in the latex was apparent. The most probable cause of the balloon rupture is handling damage since it is probable that the balloon latex was damaged upon removal from the hoop or during setup of the catheter. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. (B)(4).